Manufacturer narrative:
No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Physician reported that a pt started to form small skin pustules or abscesses 5 months after a tram flap breast reconstruction. These pustules corresponded to the places where pds ii sutures had been placed in the fascial layer. No suture was identified in the abscesses, which healed spontaneously with a circular scar.